Event description:
It was reported that during catheter placement, the catheter was easily detached from the metal grip with a gentle pull. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp4336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp4336) have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted video file, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of easy disassembly of the groshong catheter from the metal stent of the proximal connector segment was confirmed but was not a failure of the device. The provided video showed a clinician pushing a catheter onto the metal connector stent, and subsequently pulling the catheter off the stent. The distal connector piece remained separated from the proximal piece and it appeared from the video that the clinician had expected the catheter to remain firmly attached to the metal stent without complete attachment of the distal connector. The groshong catheter would not be secured onto the metal stent until the distal connector piece is fully secured onto the proximal connector piece, which was not the case as shown in the video. As a result, it was believed that the event was related to customer perception. No apparent device failure was seen in the provided video.

Event description:
It was reported that during catheter placement, the catheter was easily detached from the metal grip with a gentle pull. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.